Event description:
In 2/22/02, the end-user called medtronic minimed, USA and stated that the tubing separated from the luer lock. On 17, 2002 maersk medical a/s rec'd the complaint and 1 used tubing. The near-incident place in USA.